Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a heart block and a pacemaker was implanted at an unknown time after the ablation procedure. The patient had underwent an ablation, a month prior, for a right and left atrial flutter including a superior vena cava (svc) isolation. The patient¿s heart rate had been low, somewhere in the 40¿s, but the patient's exact heart rate is unknown. At the conclusion of the case, the patient was noted to have a junctional escape rhythm. Atropine was administered and there did appear to be sinus activity and noted av conduction. The patient was discharged. After the procedure, at an unknown point, the patient had a pacemaker placed. The patient later suffered a fall, however, the details are unknown. The patient was sent to a different hospital and managed. At that time, the patient passed away. Patient outcome of death was related to the fall, however, it is unclear whether the rhythm change after ablation could have contributed. Therefore, this event is being conservatively reported under the biosense webster, inc. Catheter.